Manufacturer narrative:
(B)(4). D10: cat# 0100214164, lot# 2316517, durom us acet cmpnt 64/58 x; cat# 0100185146, lot# 2339603 metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20; cat# 0100181580, lot# 2304712 metasulâ® ldhâ®, head, 58, code x, taper 18/20. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 15 years later due to pain, loosening of implant, and elevated metal ion levels. No further information or outcomes have been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review identified the following: an initial left tha was performed. The patient was experiencing pain and elevated metal ions and a revision was performed. During the revision the acetabular component was found to be loose, with zero ingrowth. The head and acetabular component were explanted and replaced with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.